Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. On (B)(6) 2010 patient was revised due to instability. Prior to revision patient had clicking, recurrent dislocation and swelling. Sharp dissection in the tensor fascia was made and gluteus was split in line with its fibers. Cup was solid and well placed but secondary to instability, it was necessary to remove the cup with minimal bone loss. Doi: (B)(6) 2009, dor: (B)(6) 2010, right hip 2nd revision.